Event description:
The hospital operating room staff attempted to administer an internal defibrillator shock to a pt (details not reported) during a surgical procedure. The device reportedly failed to deliver energy to the pt. A backup device was made available and used. The pt was not resuscitated. The reporter indicated that the pt's outcome was not related to the alleged problem. The basis for this opinion was not reported.